Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 4:30 pm with a blood glucose level of 758 mg/dl. The customer was treated for their blood glucose with insulin drip. The customer stated that their blood glucose was not dropping after repeated boluses prior to the hospitalization. The customer was assisted with troubleshooting and the insulin pump worked as designed.